Manufacturer narrative:
A4 - patient weight: corrected. B7 - other relevant history, including preexisting medical conditions: corrected. D4 - primary unique device identification (UDI) number: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the managing hospital will not provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, pericardial fluid collection, and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients right ventricular assist device (rvad) was removed on (B)(6) 2024. The reason for the removal was recovery or withdrawal from the ventricle. On (B)(6) 2024 the patient experienced major bleeding in the mediastinum and received a red blood cell concentrate (rbc) transfusion. Less than 4 units were used per 24 hours. The patient's prothrombin time (inr) was at 1.0 iu. Their activated partial thromboplastin time (aptt) was 40 sec, and platelet count (plt) was 12.0 ×104/l. The patient was on heparin at the time of the event. The bleeding required reoperation. The cause was considered to be due to complexities of medical management. The causal relationship with the device was noted as clearly related due to it being associated with a surgical procedure. The patient also experienced pericardial effusion with signs of tamponade on (B)(6) 2025. The drainage method was surgery. The causal relationship with the device was noted as clearly related due to it being associated with a surgical procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.